Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected. The customer¿s blood glucose level was 148 mg/dl at the time of the incident. The customer reported that he had to rewind the pump and it has been alarming every 4 hours. The customer also reported that the pump has not been exposed to temperatures below 41°f (5°c). The customer is using a 620 or 640g pump with software version 2.6. It was not clear from the troubleshooting whether the alarm was resolved. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.